Manufacturer narrative:
The subject device was received and evaluated at service repair site olympus (B)(4). Device evaluation and inspection found the customer reported issue was confirmed. Inspection found image with color bar and e315 error was observed when device was powered on. The failure observed was found to be due to defect of the connector board of the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that an e315 error occurred during laparoscopic nephrectomy procedure and the image was displayed in color bars. The subject device at the time of the event is being used in combination with otv-s190 (video system) and clv-190 (light source). The scope was replaced with similar device and the intended procedure was completed . There was no injury or harm reported due to the event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the event occurred by the defect of the connector board of the device. As for the cause of the damage to the connector board, since no obvious abnormality can be confirmed on the appearance of the board, there is a possibility that it was electrically damaged due to accidental overcurrent such as accumulation of electrical stress due to repeated energization and application of static electricity, however it could not be further specified. Olympus will continue to monitor field performance for this device.